Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oxygen (o2) sensor on 840 ventilator will not calibrate. The device was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the reported issue and perform the o2 sensor calibration . The unit passed all testing and operates within the manufacturing specifications.